Event description:
Description of event according to initial reporter: on (B)(6) 2025: the physician and reporter believe that this device is a cook select ivc filter (not a celect-platinum). The physician said that the filter was implanted at an unknown facility approximately 20 years ago. The patient symptomatic/experiencing pain. It was determined that the feet of the filter had penetrated the wall of the vena cava. It appeared that a primary strut may have gotten into the aorta and into the duodenum. They attempted to retrieve the filter but were unsuccessful. They could not get the hook in order to collapse the filter into the sheath. They did move it more proximal during the retrieval attempts. They stopped the procedure and will determine whether they want to try a surgical removal or leave the filter where it is at in the patient. The physician said that this was at least the second attempt to retrieve this filter. Patient outcome: the filter remained in the patient. They will determine whether they want to try a surgical removal or leave the filter where it is at in the patient.